Event description:
A medtronic rep reported that the software exited during a navigated cranial biopsy procedure when the user cycled views. The site re-launched the application and the case continued as planned. No impact to the pt.

Manufacturer narrative:
Pt info has been requested, but not provided. The issue has not recurred. Logging back into the software resolved the issue.